Event description:
It was reported that the patients spinal cord stimulation (scs) was explanted due to infection. The explanted device will not be returned. No further information has been obtained despite good faith efforts. Additional information was received that the lead was also removed.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: 7076044, UDI: (B)(4).

Event description:
It was reported that the patients spinal cord stimulation (scs) was explanted due to infection. The explanted device will not be returned. No further information has been obtained despite good faith efforts.